Manufacturer narrative:
Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups, the healthcare provider did not provide any additional information such as the cause of explant, operative report, and device return status; therefore, no further investigation can be performed into this report. The investigation reveals nothing to indicate a device quality deficiency.

Event description:
Through follow-up, it was learned that the device was explanted due to periprosthetic aortic valve regurgitation with moderate stenosis. Operative report indicates, " the tissue valve appeared not to have a periprosthetic leak but apparently calcification of the leaflets allowed for significant aortic regurgitation".

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 101 months. The reason for explanting the device was not provided despite multiple follow-ups with the healthcare provider.